Event description:
Boston scientific received information that this patient exhibited high pacing threshold due to right atrial (ra) lead dislodgement. The physician repositioned the ra lead successfully. No additional adverse patient effects were reported. The ra lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.